Manufacturer narrative:
Incorrect technique/procedure. Visual examination: a 6f sheath was returned within its original sterile packaging. The brite tip was found to be detached from the cannula, approx 0.5 cm proximal to the distal tip. The sheath exhibited a circumferentially-directed fracture of the brite tip material. The mating surfaces of the fracture exhibited a complete circumferential fuse. It appears that some force, such as bending/pulling, was exerted on the brite tip material, causing the separation. Thermogravimetric (tga) analysis of the brite tip revealed no significant difference in the material of the returned sample and control sample. Differential scanning calorimetry analysis (dsc) of the brite tip revealed similar thermal history and melting profiles. A lot history review revealed that no other complaints of this nature have been rec'd for the products from this sterile lot number. In response no reports such as this, cordis initiated a voluntary product recall per the attached letter.

Event description:
During clinical use, the brite tip separated from the sheath.